Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted during testing. The drive support cap was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer's blood glucose was over 400 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.